Event description:
It was reported that impedances were all out of range and lead broke upon removal. Additional information received reported that patient had new implantable neurostimulator (ins) and lead implanted and was having positive response.

Manufacturer narrative:
Analysis of the lead showed the stim lead conductor was broken at the anchor site. (B)(4).

Manufacturer narrative:
Product ID, 3093-28 lot# v979687, implanted: 2012 (B)(6), explanted: 2012 (B)(6), product type lead product ID, 3037 lot# serial# (B)(4). Product type programmer, patient. (B)(4). Analysis of the implantable neurostimulator (ins) found no anomalies. Analysis of the lead found broken conductors, anchor site was unknown.